Event description:
The customer reported the ventilator alarmed due to a vent inop data acquisition pcba adc reference failure. The customer reported the device was not in use therefore there was no patient involvement or harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support engineer (pse) for assistance. Pse advised the biomedical engineer test the data acquisition pcb to motor controller pcb board cable. The biomedical engineer reported during testing of the cable the reported problem was duplicated. Pse advised the biomedical engineer to replace the cable to address the reported problem. The biomedical engineer reported the cable was replaced as advised and the reported problem was corrected. The biomedical engineer reported the unit passed testing.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.